Event description:
It was reported that the customer has experienced high blood glucose levels (600 mg/dl), and multiple occlusion alarms. Customer delivers 2-3 insulin injections a day to control her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.